Manufacturer narrative:
E1: name: (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced hyperglycemia and the levels did not decrease even after bolus injection on (B)(6) 2026 with levels remaining elevated for more than four hours and the patient got treated with pump therapy.